Manufacturer narrative:
On nov 27, 2017 hpf provided the document review with the following outcome: document review batch released on date: 05/05/2017. N. Of pieces released: (B)(4) comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Inspection: hpf have not received the device. The inspection was not possible. Conclusion: not having the possibility to analyze the device, we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage. We are now doing some test to verify if it is possible to take action on the mechanical characteristic of the device (resilience and/or hardness) to improve its resistance.

Event description:
When the surgeon was drilling for a screw, the drill bit broke. The surgeon was able to recover all broken pieces. The surgeon used a secondary drill bit to complete the surgery. There was approximately a 10 minute delay in surgery. The surgery was completed successfully.